Manufacturer narrative:
Physio-control further evaluated the device. It was observed that a liquid had infiltrated the device. This liquid caused rust and corrosion on the device's pcb assemblies and components. The device's internal hybrid layer capacitor (hlc) batteries were depleted by the corrosion/liquid. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the charge-pak, service wrench and attention icons in the readiness display. During device evaluation, physio-control observed that the device would not power on. There was no patient use associated with the reported event.